Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. It was noted that the implantable cardiac defibrillator (ICD) could not be interrogated. The last alerts received were (B)(6) 2019 and (B)(6) 2019. The patient had felt no vibratory notifications suggesting any issue. The online data was absent. Telemetry testing was performed and failed. The patient had receive no inappropriate high voltage therapy. The ICD was explanted and replaced. The patient was stable .